Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Initial investigation did confirm abrupt loss of power and the battery capacity not being 100%.

Event description:
On (b)(3) 2023 zyno medical received a report that a pump was undergoing abrupt power offs and could not stay on. The infusion cannot resume without causing delay in treatment. Device was returned.